Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/15/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one month prior to contacting lfs. In addition to oral medication (500mg of metformin twice a day), the patient stated he also manages his diabetes with diet and/or exercise. The patient denied making any changes to his diabetes regimen since the alleged meter issue began. As a result of the reported issue, the patient claimed he developed a symptom of blurry vision one week later. The patient, however, denied receiving any treatment after the reported meter issue began. During troubleshooting, the csr confirmed the patient was not using the proper testing technique per owner's booklet recommendation. The csr guided the patient through the correct blood glucose testing procedure and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.